Manufacturer narrative:
Additional information: g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the mesh was visible on 2 pictures on the 4 attached. On the picture a grasper is visible (surrounded by a green mark). On the picture a date is visible (B)(6) 2025. The adhesion and migration were not visible on the pictures. Without the sample a detailed investigation could not be performed. Functional testing found that the source noted an implantation date (B)(6) 2025, event date (B)(6) 2025. The picture 539232 showed the date (B)(6) 2025 (implantation date (B)(6)?). There is no evidence that the device was not properly manufactured. Based on the evidence available there was not enough information to make further investigation. It was reported that the mesh was difficult to adhere and migration of implanted device. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a laparoscopic total extraperitoneal (tep) inguinal hernia repair, the patient experienced constipation and fluid retention two days post-operation, with 1-2 liters of fluid drained. The patient was sent home but returned a week later with stomach distention. Imaging revealed the bowel and appendix adhered to the bowel. The patient was returned to the hospital for re-operation, where it was found that the mesh had migrated laterally, causing a breach in the peritoneum, with mesh exposed to the bowel and both the bowel and appendix adhered to the mesh. The patient is recovering well.